Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. An evaluation was performed and showed a dent in the outertube, the outertube is jolted, distal tip damage, sheath is bent, stopcock damaged and leaky, and reapplying of the engraving is needed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. The instructions for use (IFU) recommends, careful inspection of the operative hysteroscope before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative hysteroscope. Damage may occur if the hysteroscope is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a cloudy view during testing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.